Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was supported with two paracorporeal ventricular assist devices (pvads) for biventricular support. It was reported that the patient underwent an exchange of the paracorporeal ventricular assist device (pvad) for right ventricular support due to a crack in the pneumatic tubing. No additional information was provided. The date of exchange was requested but not provided.

Manufacturer narrative:
The date of explant was reported as (B)(6) 2016.

Manufacturer narrative:
The report of a crack in the pneumatic tubing was confirmed based on visual inspection of the returned pump; however, a specific cause for the observed cracking could not be conclusively determined. The pump was returned assembled with the braided tubing and y-connector attached. Visual inspection of the pvad revealed multiple cracks running perpendicular to the cap ring threads along the entire circumference of the pump housing. A sticky residue was observed along the pneumatic tubing and three large cracks were also identified. The pvad was forwarded to an outside laboratory for additional testing. The results of an examination with polarized light showed no significant residual stresses in the plastic itself, indicating that the stresses involved were externally applied. Additionally, polyvinylpyrrolidone (pvp) was found on the device. Pvp may be an environmental stress cracking (esc) agent. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.